Manufacturer narrative:
(B)(4) g2: foreign ¿ event occurred in canada h6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial left hip procedure, active bleeding was noted following femoral head resection. Subsequent femoral preparation was complicated by the abundant bleeding difficult to control, necessitating controlled hypotension management by anesthesia. Hemostasis was achieved with final placement and application of a metallic clip to the inferior portion of the obturator artery. Estimated blood loss exceeded 2,000 cc. Post-op close monitoring of hemoglobin and delayed initiation of anticoagulation therapy. Attempts have been made and no further information has been provided.